Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. On (B)(6) 2020, the patient underwent unilateral removal and replacement with a 450cc mentor memorygel breast implant (left catalog #: 3504501bc, left serial #: (B)(4)) due to breast asymmetry, and left-sided implant rupture was observed upon explantation. The patient has fully recovered from the revision surgery.

Manufacturer narrative:
On 27-jan-2021, the suspected medical device was returned for evaluation. On 7-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device indicated that the device was found to be ruptured. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral breast deformity. As a result, excess skin and fat were removed bilaterally during the revision surgery on (B)(6) 2020. Updated reason for device explant and/or reoperation: anisomastia, excess skin. Manufacturer's reference number: (B)(4).